Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was suffering from heart block and covid. Pacemaker system was successfully implanted. Placement of ivc filter was being performed before closing the pocket and patient expired during that procedure. Should additional information become available, this file will be updated.